Manufacturer narrative:
Date of event is estimated.

Event description:
Diagnostic x-ray testing revealed the implanted leads were fractured. As result, the leads were explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.